Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an emergency open local gastrectomy, the knife did not move at 4th firing on the stomach. Another device loading another cartridge was used to complete the case. After that, the operation was proceeded without problems, but before closing the wound, the sled of the cartridge was found from the abdominal cavity. No pieces were left inside the patient. There were no adverse consequences to the patient.